Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that in june there were two non-sustained tachycardia (nst) episodes that looked like t-wave oversensing (twos). There have been no additional episodes since that time. The device remains in use. No patient complications have been reported as a result of this event.